Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) and friable leaflets for a mitraclip procedure. Two mitraclip ntws were implanted successfully. The mr was reduced from grade 4 to 1. On (B)(6) 2024, the patient presented with dyspnea and a single leaflet device attachment (slda) was noted on the discharge echocardiogram. One of the two clips implanted (the one implanted central on anterior and posterior leaflet segment 2 [a2p2]) was detached from the posterior leaflet. Severe mr was observed between the 2 original clips. Per the physician, friable leaflets were thought to be one of the reasons for the slda. On (B)(6) 2024, the patient underwent a redo mitraclip procedure to treat the recurrent mr. The target zone was between the 2 original clips. A steerable guide catheter (sgc) and xt were prepared as per instructions for use (IFU). After deployment, the xt clip opened to about 30 degrees from 5 degrees. It was noted that there was some device settling (less than 15 degrees) during establish final arm angle (efaa) at pre-deployment. Despite the settling, efaa was considered to be successful. Residual mr was moderate-to-severe. Another xt was thus prepared as per IFU. The physician implanted the second xt lateral to the first xt, with an optimal mr reduction. During efaa at pre-deployment, the clip opened to 20-25 degrees. Before opening the clip arm angle was at 15 degrees due to the amount of tissue and tension on the clip arms. The clip was wedged in between two other clips and impossible to remove without damaging valve. Post-deployment, the clip opened to 30 degrees. Per the physician the first xt opened due to the previously 2 implanted clips causing tension on the leaflet/system, but after successful efaa the clip should not have opened despite the anatomy. The mr was reduced to moderate. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy. The reported recurrent mr and dyspnea are cascading effects of the reported slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.